Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was provided with juice and was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.